Event description:
Caller indicated the relion prime meter was reading higher than what his blood glucose values really were and he dosed himself based on what the meter read. Customer stated his daughter purchased the prime meter about a few months ago. He stated he noticed he was getting high readings. He called his doctor to consult about the high readings he was receiving. At that time the doctor informed him to treat himself based on his reading received from his meter. He stated after he consulted with his doctor he treated himself then he started to feel queasy. He stated there isn't a particular reading, date or time that he treated himself on. He stated he dosed himself based on all the readings. He stated he is on a daily dose of 20 units of insulin and takes novolog based on readings received on his meters. The dosage does change based on his reading when taking the novolog. I asked the customer to go through his meter to provide me with his readings. He received a reading of 531mg on (B)(6) 2012 at 7:35a another reading on (B)(6) at 7:58a 470mg then another (B)(6) 2012 597mg at 12:22p and another on (B)(6) 2012 at 7:10a 292mg. Uses alcohol swabs and shakes his hands to allow it to dry. Verified technique and storage. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.